Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station offline mode with interface latency. A technical support specialist identified slow connectivity issues between the cce and es database. The database server is managed by the customer. Upon connecting to csc2cwp21114750, it was discovered that 160 messages were either not being processed or were processing slower than anticipated. The specialist restarted the messaging-related services and confirmed that the queue had been successfully drained. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station disconnected mode, accompanied by interface delays, is impacting all stations. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.